Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician could not push the stent forward over the wire.

Manufacturer narrative:
Engineering analysis: the device was removed from the packaging and inspected for damage associated with the inability of the device to be advanced to the intended target. There was noticeable damage of the shaft 13cm from the proximal strain relief. The damage is consistent with excessive force being applied to the catheter shaft. The instructions for use specify the following in the warnings and cautions section: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." The stent was in good condition and showed no signs of damage. The catheter tip was also in good condition. The introducer sheath used in the case was not returned. If the sheath had been returned it would have been inspected for kinking or damage that may have hindered the ability of the catheter to be advanced further. The details provided indicate the device met major resistance while advancing the device through the distal end of the sheath. It is not clear if the device had come to the end of the introducer sheath and met a blockage or if the sheath itself had kinked pinching off the advancement of the v12 stent delivery system over the wire. The intervention was an endovascular stent graft for the bifurcation of the abdominal aorta, extension of the stent graft, stent implantation in both renal arteries, the superior mesenteric artery and the celiac trunk. Because the approach was brachial it is possible that the v12 became hung up on one of the many other stents in place or the endograft itself. This cannot be confirmed without proper imaging. Engineering summary: a full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: arterial disease is usually caused by a build-up of fatty deposits on the walls of the arteries. The build-up of atheroma on the walls of the arteries makes the artery narrower and restricts the flow of blood. Ischemia is the restriction in blood supply to tissues caused by an occlusion and resulting in a shortage of oxygen needed at the cellular level. The ischemia if not immediately corrected can result in tissue injury. Percutaneous transluminal angioplasty (pta) and stenting are frequently done to treat vascular occlusions with the intention of restoring blood flow through the occluded arteries. The instructions for use state, "do not force passage or withdrawal of the guide wire or delivery system if resistance is encountered." A stent can become an obstruction by becoming dislodged while being advanced through a difficult area of disease and by using excessive force.